Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not found on the communication bus. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the fridge not detected on the communication bus. A field service engineer shutdown the device, then powered off the fridge and fridge battery and turned it back on. Rebooted the main device. The system functioned as intended after the field service engineer troubleshot the device.